Manufacturer narrative:
The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the navigation ring was not responding. The international service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Multiple attempts were made to get the device's context of use but were unsuccessful. No part was received for failure investigation. Previous investigations have identified navigation ring failures was due to liquid ingress.

Manufacturer narrative:
Date of report: 23jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit's navigational ring was not responsive. Further information regarding patient or user involvement, intervention, or actions taken is currently pending. There was no report of patient or user harm. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the ring was not responding. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Further information is currently pending.